Event description:
On 13/10/2022, an existing reply dr pacemaker sn° (B)(4); implanted (B)(6) 2012 was replaced by a an alizea dr pacemaker sn° (B)(4) because of normal battery depletion. The a and v leads, screwvine 52 sep s/n: (B)(4) and screwvine 58 sep s/n: (B)(4) implanted on (B)(6) 2012 were switched from the reply dr to the alizea dr device. On (B)(6) 2022, ventricular noise sensing was observed through the programmer. A pause had also been observed on the monitor. A complete new system was implanted on (B)(6) 2022: (1) both screwvine leads were abandoned in the body and (2) the (alizea) pacemaker was replaced (the complainant wrote they replaced the pm 'considering the influence of the pacemaker'. The re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr (104gb0fb), a: vega r45 (45drg04977), v: vega r52 (52drg42460) when checking the historical medical records (from prior the reintervention), noise episodes were already observed in the past. Patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to (1) incomplete lead fracture or (2) insulation break or (3) the influence of the pacemaker, the pacemaker was also replaced when the leads were added.a re-intervention for pacemaker replacement due to standard battery depletion was performed on (B)(6) 2022. Replaced reply dr s/n: (B)(4), implanted on (B)(6) 2012 with alizea dr s/n: (B)(4). The atrial and ventricular leads, screwvine 52 sep s/n: (B)(4) and screwvine 58 sep s/n: (B)(4) implanted on (B)(6) 2012, have been continuously used. On (B)(6) 2022, a noise oversensing at ventricular channel was confirmed with the programmer. Since a heartbeat pause was confirmed on the ward monitor, both leads were added on (B)(6) 2022 (both screwvine leads were abandoned in the body), and alizea was also replaced, considering the influence of the pacemaker, and the re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr (104gb0fb), a: vega r45 (45drg04977), v: vega r52 (52drg42460) when checked the medical record, it was confirmed the description that noise episodes were observed in the past. The patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to lead incomplete fracture or insulation break, or the influence of the pacemaker, the pacemaker was also replaced when the lead was added.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
We were informed this 'screwvine' unit was not produced by microport crm: screwvine units with a serial n° <(B)(6) were produced by (B)(6). No further investigation from microport crm.

Event description:
On 13/10/2022, an existing reply dr pacemaker (sn° (B)(6); implanted (B)(6) 2012) was replaced by a an alizea dr pacemaker (sn° (B)(6)) because of normal battery depletion. The a and v leads, screwvine 52 sep (s/n: (B)(6)) and screwvine 58 sep (s/n: (B)(6)) implanted on (B)(6) 2012 were switched from the reply dr to the alizea dr device. On (B)(6) 2022, ventricular noise sensing was observed through the programmer. A pause had also been observed on the monitor. A complete new system was implanted on (B)(6) 2022: (1) both screwvine leads were abandoned in the body and (2) the (alizea) pacemaker was replaced (the complainant wrote they replaced the pm 'considering the influence of the pacemaker'. The re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr ((B)(6)), a: vega r45 ((B)(6)), v: vega r52 ((B)(6)) when checking the historical medical records (from prior the reintervention), noise episodes were already observed in the past. Patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to (1) incomplete lead fracture or (2) insulation break or (3) the influence of the pacemaker, the pacemaker was also replaced when the leads were added.a re-intervention for pacemaker replacement due to standard battery depletion was performed on (B)(6) 2022. Replaced reply dr (s/n: (B)(6), implanted on (B)(6) 2012) with alizea dr (s/n: (B)(6)). The atrial and ventricular leads, screwvine 52 sep (s/n: (B)(6)) and screwvine 58 sep (s/n: (B)(6)) implanted on (B)(6) 2012, have been continuously used. On (B)(6) 2022, a noise oversensing at ventricular channel was confirmed with the programmer. Since a heartbeat pause was confirmed on the ward monitor, both leads were added on (B)(6) 2022 (both screwvine leads were abandoned in the body), and alizea was also replaced, considering the influence of the pacemaker, and the re-intervention was completed without problems. Pacing system after replacement: pm: alizea dr ((B)(6)), a: vega r45 ((B)(6)), v: vega r52 ((B)(6)) when checked the medical record, it was confirmed the description that noise episodes were observed in the past. The patient files will be retrieved. Physician's opinion: since pacing inhibition may be caused by oversensing due to lead incomplete fracture or insulation break, or the influence of the pacemaker, the pacemaker was also replaced when the lead was added.